Event description:
When inflating the catheter balloon during a venous graft procedure, thedoctor noticed extra marker bands on the catheter shaft. The catheter was removed & replaced with a competitor's product. The 2nd catheter pushed one of the extra marker bands from the original catheter off the wire & it floated into patient's right atrium, where it remains.